Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited increased threshold measurements. A chest x-ray was performed and revealed that the lead had dislodged and pulled back approximately 1cm from its original position. However, the lead was still in the target vein. The decision was made to increase the left ventricular output and leave the lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.